Manufacturer narrative:
The lot numbers and expiration dates of the na and cl electrodes were requested, but not provided. The customer checked the ise compartment for liquids and crystals; none were present. The customer did note there was a lot of crystallization in the wash station. The calibration data and alarm data showed failed calibrations on the day of the event. The field service engineer conditioned the electrodes with activator reagent. Ise checks were performed. The customer ran controls and these passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and cl electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. The user did not believe the initial values to be correct, so the sample was repeated. The repeat values were deemed correct. The sample initially resulted in a na value of > 180 mmol/l and it repeated as 140 mmol/l. The sample initially resulted in a cl value of < 60 mmol/l and it repeated as 98 mmol/l.